Event description:
(B)(4) report received which states "...main IV bag .45 ns noted to have yellow color in bottom of the bag. Pt had moxifloxin hanging in the secondary bag so the main line, nothing in moxifloxin bag. Back flow filter is not working. Antibiotic is going into the main IV bag and being diluted and running at the mainline infusion rate. Color change not seen at 2030. New main line IV hung." There was no pt harm and no medical intervention was required. This is the only available info; no other info provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.